Event description:
The hcp reported the pt that had a catheter revision in 2005. The pt had been getting continued dose increases prior to thr revision, dose prior to revision was 198mcg/day. Post revision of catheter they started the dose at 198mcg/day. The pt is now in the hospital with bradycardia and respiratory depression.